Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. After discovering information on tandem's support page, the customer successfully performed a pump reset independently. However, the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.